Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 600mg/dl. The caller stated that the hospital removed the insulin pump and treated her with and insulin drip. Troubleshooting was performed, and no damaged to the drive support cap noted. Assisted the caller run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.